Event description:
A customer reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to leave the wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging successfully using the original charging supplies. No further assistance was required.